Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Our agent reported that during a humerous surgery it was found that none of the three bolts were equipped with the anti-rotational stop in plastic material located in the distal part of the screws and bolts of the hmrs system. Two bolts were implanted as programmed because they are fundamental to obtain the correct tightness of the implant. Only one connect screw with the intact anti-rotational stop was implanted. The other two pieces that were in the kit, were not implanted.

Manufacturer narrative:
An event regarding a missing component involving a hmrs bolt was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned, the device was implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the device was not returned and therefore the event cannot be confirmed. The device was manufactured in 2014, was inspected and then distributed. Based on the information received it is known that the device has been sterilized on a number of occasions. IFU states the device should be double pouched in an appropriate packaging system or placed, unwrapped, in a rigid container system during sterilization. It is unknown if this occurred. It is also unknown how the device was transported and stored between surgeries. The missing pellet was never previously identified at the central site in italy even through it been previously sterilized. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our agent reported that during a humerus surgery it was found that none of the three bolts were equipped with the anti-rotational stop in plastic material located in the distal part of the screws and bolts of the hmrs system. Two bolts were implanted as programmed because they are fundamental to obtain the correct tightness of the implant. Only one connect screw with the intact anti-rotational stop was implanted. The other two pieces that were in the kit, were not implanted.